Event description:
Infuser was dropped on floor. After the fall, biomedical services was notified. Visual inspection revealed burned, discolored, and partially melted right side at the middle of the rear of the case. Something may have shorted as it appeared to overheat after the fall. Further examination not done. Device not opened. Unit will be returned as found. This unit will be returned to MFR for repair. The unit should be in the mail by 5/17/95. There was no pt involved. There was no adverse event.